Event description:
The rt supervisor reported that the ventilator was in use when it displayed vent inoperative. The rt supervisor reported that the nurses nearby the patient observed the vent inop condition and removed the patient from the ventilator. The rt supervisor alleged that there was no audible alarm heard at the time of the reported vent inop condition. The rt supervisor reported the patient suffered no harm or ill effect.